Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. Analysis of the device memory indicated an issue with the p/r-wave amplitude missing/invalid. Analysis of the device memory indicated two power on resets (pors) had occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device showed invalid data for the lead trends. A review of device data revealed multiple bit flips in the memory from the patient¿s radiation therapy last year. The device remains in use. No patient complications have been reported as a result of this event.